Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed and the root cause was determined to be air in the patient line. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The nurse stated there is a large bubble in the line. The technical service representative(tsr) advised the nurse to end therapy and start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.